Manufacturer narrative:
(B)(4). On 06/21/2016 it was observed that this record is a duplicate of (B)(4) and this record has been submitted to the FDA. A supplemental MDR will be required to remove this from the FDA database. This MDR was initially reported in error and manufacturer report number 1314492-2016-02855 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.